Event description:
The patient tested pt's blood glucose on the suspect device and it was 327mg/dl before dinner. Patient took 4 units of humalog. At bedtime patient retested his blood glucose and it was 331 mg/dl so patient took 20 units of nph. 3 hours later patient awoke with severe insulin reaction. Patient called the paramedics. Patient states that patient then lost consciousness. Does not recall what treatment was received.